Event description:
A peritoneal dialysis pt has reported that fluid appears to be dripping from the bottom of the cycler door. There is no report of pt ill effect. There is no sample available for evaluation.